Event description:
It was reported that the pt complained of an increase in seizure frequency and states this is above pre-vns baseline levels. No medication changes or trauma have occurred. The pt is concerned as she is also not able to feel stimulation anymore (both normal and magnet stimulation), though she feels a muscle twitch in her buttocks which she feels occurs during vns stimulation. X-rays were taken and reviewed by the manufacturer. Upon review, no anomalies were noted with the device. Pt was referred for surgical consult as the physician feels there may be an issue with the device and revision surgery is likely, but has not occurred to date.